Event description:
It was reported that faradrive steerable sheath clear selected for atrial flutter (af) ablation procedure. Air was detected when fatswave31 catheter inserted into the sheath. Air was observed being pulled out from the valve, indicating that it had entered through the valve. No air was seen inside the sheath when dilator was removed and the sheath had been aspirated. Procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis.

Manufacturer narrative:
The device has returned for analysis. Upon receipt at our post market quality assurance laboratory, the sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. Analysis of the returned sheath found the external and internal valves were both torn by their center slit, which can compromise the valves' ability to seal pressure and fluid within the sheath. This defect is capable of causing the visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event. The complaint allegation was confirmed through product analysis. Additionally, further analysis revealed external and internal hemostatic valve deformation due to prolonged dilator insertion during transportation or device storage. Correction to the initial MDR in block(s) brand name (d1) and common device name (d2a), in section d - suspect medical device, initial reporter phone and initial reporter fax (e1) and init rptr also sent rep to FDA (e4), in section e - initial reporter. Additional information was received and field describe event or problem (b5) was updated in section b - adverse event / product problem.

Event description:
It was reported that faradrive steerable sheath clear selected for atrial flutter (af) ablation procedure. Air was detected when fatswave31 catheter inserted into the sheath. Air was observed being pulled out from the valve, indicating that it had entered through the valve. No air was seen inside the sheath when dilator was removed and the sheath had been aspirated. Procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis. It was further reported that no abnormalities were noted during the preparation. No damage noted on catheter or sheath. Irrigation was performed using a pump at a flow rate of 20ml/h. When inserting the catheter into sheath air was seen. A significant amount of air entered while aspirating blood with the syringe, making it impossible to confirm where the air had entered. No air was observed in patient body. No leak was observed.